Event description:
During a remote follow up, episodes of inappropriate mode switching due to noise resulting in oversensing were noted on the right atrial (ra) lead. Technical support was contacted and recommended provocative testing and reprogramming. Provocative testing was performed and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.